Event description:
In 2008, the patient underwent the intermaxillary fixation surgery with the two sagittal plates and screws. The patient underwent the intermaxillary traction one week later. In the x-ray of 2008, the problem was not seen. However in 2009, the surgeon found through the x-ray that the two plates broke. Thus, the surgeon is monitoring for the patient.

Manufacturer narrative:
Evaluation will be conducted and reported in the follow up.